Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure, a type 3b endoleak was identified. A secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft and an infrarenal stent graft extension to resolve the reported event. The patient was reported as doing great post intervention.

Manufacturer narrative:
At the completion of the clinical assessment, the reported type 3b endoleak was refuted, rather there were multiple type 2 endoleaks identified. The complaint is anatomy related and not device related. As this is only a type 2 endoleak anatomy and not a device related failure, a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Corrections; please remove all previously reported information as this event is no longer reportable.

Event description:
Additional information: at the completion of the clinical assessment, the reported type 3b endoleak was refuted, rather there were multiple type 2 endoleaks identified. The complaint is anatomy related and not device related. This event is no longer a reportable event.